Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported two episodes of low blood glucose level where customer lost consciousness; blood glucose readings did not match customer's clinical state. Caller reported back to back readings of 68 mg/dl and 70 mg/dl in the 1st episode on (B)(6) 2016. Blood glucose reading during 2nd episode on (B)(6) 2016 was unknown but customer retested on a competitor's meter. Emts were called for 1st episode and treated with a shot of unknown medication. In second episode, customer's son treated with candy and food. Customer was taken to hospital in the 1st episode and admitted; treatment received while there was not provided. Caller declined to return the alleged device for evaluation; replacement was sent.